Manufacturer narrative:
Pump received with missing segments/partial display due to moisture damage on electronics assembly. Unable to perform any tests due to missing segments/partial display. Pump received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that there was a red line on the insulin pump and there was scratched on the lcd screen. Troubleshooting was done for cosmetic damage. Customer stated that the insulin pump was dropped when customer brought in shower. The customer did self test and it was pass. Customer was unable to read the insulin pump's display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.